Event description:
The fire dept reported that they had a call-out on a pt. The first set of electrode pads, when hooked up, was not recognized by the defibrillator which said, "poor pad contact". A second set, of the same lot as the first, worked fine. The event reporter did not believe the pad issue impacted the outcome. The event reporter indicated in a follow-up communication that the pt is deceased.